Event description:
Return reason : asymmetrical balloon. Analysis determined : investigation found that the balloon was asymmetrical. Cause unknown. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken : the corrective action is the mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.